Event description:
The customer reported that while running an hiv-1 p24 antigen assay, summit sample handler did not pipette the correct amount of lyse buffer into well positions e9, f9, g9 and h9 and no error message was generated. A field service engineer was dispatched and could not duplicate the event. Fse replaced all tip and plunger clamps. No death or serious injury was associated with this event.